Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon used a 511sd out of the fdc10 laparoscopic cholecystectomy tray (lot# l4c06x) for his umbilical port. He stated that the trocar "would not fire", meaning that it would not cut through the peritoneum. Another trocar was pulled to complete the case. There was no consequence to patient.